Event description:
It was reported that the pump battery was hot to the touch.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the battery compartment was cracked and there was visible moisture ingress causing corrosion around a battery terminal. The pump was booted and exercised with no overheating or power loss duplicated. Current draws were conducted and found to be within specification.